Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor had the processor panel light is not light, there is no signal on the screen. The issue occurred during inspection for use. There were no reports of patient harm.